Event description:
Customer received result of 63 mg/dl on the mobile system and result of 104 mg/dl on the compact plus within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in mobile system.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.